Event description:
The olympus (oci) was informed that the asset high-definition liquid crystal display monitor was returned to the service center with no reported allegation of any malfunction associated with the monitor. However, during inspection and testing, the camera was found to have a reportable image malfunction as there was no image when using (serial digital interface) sdi-1 input. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The asset was found to have a no image malfunction as there was no image displayed when using (serial digital interface) sdi-1 input. The image malfunction was due to a damaged connector on the (qb) circuit board. Additionally, the inspection found a deformation to the rear cover, bezel and the main frame (on the top corners). The asset was last service in december 2021. No problems were identified, inspection only. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 15-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to g2 of the initial medwatch. The report source was the USA, not foreign/canada. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board connector. The specific root cause of the faulty printed circuit board connector could not be determined at this time. Olympus will continue to monitor field performance for this device.